Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited a decreased pacing impedance measurements from around 500s to 230 ohms. The device was programmed to unipolar pacing as had better capture while sensing remained bipolar. During the interrogation the clinician noted stored episodes of noise on both the ra and right ventricular (rv) leads. On the rv channel the noise was oversensed and led to pacing inhibition with greater than two seconds of asystole. Boston scientific technical services (ts) was consulted and after review of the electrograms, stated that the noise appeared to be external. The clinician identified that the electrogram was from one year earlier when the patient was in a procedure. Thus no further programming changes or investigation regarding the noise was performed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.